Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was as high as 397 mg/dl. Reportedly, customer used apidra insulin and tandem's technical support educated customer on insulin/cartridge labeling. Recommendation was made for the customer to change the supplies.